Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer's blood glucose value was unknown. Customer stated that they was unsure that if there was leak at past 1st or 2nd o ring. Customer stated they are unsure if there was an air bubble in the reservoir. The reservoir will not be returned for analysis.